Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch phr406, code 653h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The needle loosened from thread during use. Changed to another like device to complete the procedure. There was no adverse patient consequence reported.